Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "customer called in to reported issues of under-filling. She stated there is little to no vacuum. No date of event, no specific number of occurrences, no erroneous results and no medical intervention. Customer confirmed unused samples are available for investigation. (B)(6), - "spoke with the customer. She stated that all 35 tubes in this lot have had little or no vacuum at all, when using a straight needle. They are now using different lot #s and are not seeing any vacuum issues. She will send in samples."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2021. H.6. Investigation: bd received 64 samples of material 366668, batch 0121033 for investigation. Four samples were evaluated by visual examination and 60 samples were evaluated by draw testing and the indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. All retention samples met specification requirement when tested.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "customer called in to reported issues of under-filling. She stated there is little to no vacuum. No date of event, no specific number of occurrences, no erroneous results and no medical intervention. Customer confirmed unused samples are available for investigation. 24-feb-2021: bd tech barbara carson, - "spoke with the customer. She stated that all 35 tubes in this lot have had little or no vacuum at all, when using a straight needle. They are now using different lot #s and are not seeing any vacuum issues. She will send in samples.".